Event description:
The pt underwent a diagnostic cardiac catheterization. The cardiologist attempted arteriotomy closure with a techstar xl 6 fr pvs device. The needles did not present fully on deployment. Fluoroscopy showed the needles only presented one inch into the barrel. The cardiologist attempted backdown, but in this case did not tension the sutures before backing down the device. The sutures bunched up and prevented full backdown. If a device is successfully backed down, it can be removed without surgical intervention. The pt was taken for surgical removal of the device and surgical closure of the arteriotomy site. Surgery was successful and there was no complication to the access site. The returned device was inspected and performance testing completed. Evidence was found that the needles may have deviated from their intended path and became stuck in the barrel. Investigation of mfg records revealed a nonconforming part in the subject lot, and this nonconformance could occasionally result in the needle stalling within the barrel of the device. Only six reports of this occurrence have been rec'd out of approx 1950 devices used worldwide since product launch in the us.